Manufacturer narrative:
The lead under complaint was not returned for analysis. Therefore this report only refers to the results of the ICD analysis. Upon receipt, the ICD was interrogated, revealing the battery status eos, 83 charging cycles were recorded to the device memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The memory content of the device was inspected. The analysis of the shock holter data showed that an amount of more than 54 charging cycles was performed by the device within one hour on (B)(6), 2014. The activation of the eos status of the device resulted from that successive charging. The amount of charge taken from the battery was verified. The battery status eos was anticipated. All available iegms were evaluated. Thereby noise was observed in the right ventricular channel, which led to multiple charging cycles and shock deliveries, confirming the clinical observation. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be flawless. Next, the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device activated the eos mode after successive charging cycles due to the detection of noise in the right ventricular channel. The lead was not returned for analysis. There was no indication for a malfunction of the ICD.

Event description:
Ous MDR - on (B)(6) 2014 the patient came for a follow up. This device was already at eos. The patient received 38 inappropriate shocks on (B)(6) 2014. He didn't feel anything. No testing could be done due to the eos. On the previous follow up (which was two months earlier) he had 17% battery left, and the rv measurements were good and stable. This device was replaced and a new rv lead was also added.